Event description:
It was reported that the ilet displayed an alert 69 indicating an algorithm data parity check malfunction, after which the user transitioned to back-up therapy; a blood glucose value of 180 mg/dl was noted. Symptoms included no reported adverse clinical effects. Outcomes included interruption of therapy and use of back-up therapy until a replacement device was provided. Investigation included a review of the device alert and arrangement for device replacement. Investigation of this case revealed a device algorithm fault consistent with an internal data integrity error associated with the control algorithm, prompting replacement. It was concluded, based on previously established findings for similar reports, that the cause was a device failure of the algorithm function resulting in loss of intended performance.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.